Event description:
It was reported that the expedium single innie set screw appeared to cross thread during final tightening within an expedium open/closed connector. Threads that were torn from the set screw were removed from the surgical site without issue. Concomitant device = expedium 4.5 ti open/closed connector.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual inspection noted that the threads had been broken off. A review of the below device history records (dhrs) acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. Upon review with r&d manager, it was distinguished that according to the event description, the noted damage suggests that the threads of the set screw sheared off most likely due cross threading during the final tightening. A review of the complaint trend analysis found no observed trends for issues of this nature. Although no definitive conclusions can be drawn, the noted damage on the single innie setscrew, suggests that the threads of the set screw sheared off most likely due to an unanticipated torque during final tightening. Therefore, in the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.